Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Rec¿d (B)(6) 2014, right hip; 1) complication since primary hip surgery/hip locking up. Treatment: none, no revision surgery required. 2) complication since primary hip surgery/hip pain ¿ buttock. 3) complication since primary hip surgery/altr. 2&3) treatment: revision (B)(6) 13. 4) revision/failed asr hip replacement right hip. Component removed: cup & head. Revised to cop. Soft tissue and hip explants synovium with focal chronic inflammation metallic hip explants for gross examination only. Asr revision reported via sales rep for right hip. Reason(s) for revision : pain / altr.